Event description:
It was reported the customer experienced a past blood glucose (bg) level of 30 mmol/l which resulted in hospitalization. Cause was unknown. The customer was found to have high ketones which were identified as dangerous/life threatening. Prior to hospitalization, customer attempted to resolve the high bg by changing the infusion set and cartridge. In hospital, customer received intravenous fluids of saline and insulin which successfully resolved the bg. A full pump system check was performed and no issues were found with the pump, cartridge, or infusion set supplies. Customer was admitted and released in may, specific date unknown, with no permanent damage sustained.